Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-06683. It was reported during the percutaneous scs permanent implant, the patient experienced persistent discomfort throughout the case. Reportedly, the issue increased when the leads were advanced into the epidural space. In turn, the physician attempted to sedate the patient with a combination of medications to no avail. As a result, the case was abandoned. Subsequently, the issue minimized and the patient was discharged the same day. Note: device information is unknown at this time.